Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
(B)(6) is the husband of the end user and states the unit has no output. (B)(6) states the unit is only used periodically.